Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also, the pxc141000/ 10205240 was involved in this complaint. Additional images were requested but not available. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2012, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the aneurysm enlarged from 50mm on (B)(6) 2012 till a current diameter of 56.8mm on (B)(6) 2014. On an unknown date, the patient underwent an embolization procedure to treat a possible type ii endoleak. The patient tolerated the procedure. The physician is monitoring the patient and plans to band the proximal part of the trunk-ipsilateral leg component (rmt261418/10310117) and the right distal part of the contralateral leg component (pxc141000/10205240). The exact date is unknown. It was reported that the patient has an adequate anatomy and the devices have been implanted inside the gore® excluder® aaa endoprosthesis instructions for use.